Event description:
Additional information reported, the cause of the event was unknown. No surgical intervention or hospitalization was reported. It was stated the patient cancelled two appointments with their healthcare provider (hcp). The patient had not been seen by their hcp. No further information was reported.

Event description:
It was reported there was a loss of therapeutic effect. When the patient gets up to walk they start to leak. It was also noted the patient sometimes thinks they need to go to the bathroom but they do not go. It was reported this started approximately one week prior when they started to have problems with their knee. Patient was outside and tried to climb a window to get into the house and the patient hurt their knee. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Product ID 3093-33, lot # v779595, implanted: (B)(6) 2011, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).